Event description:
Customer reported the system froze and not able to make x-ray from the foot switch or the unit control. Problem occurred in the middle of procedure, rebooted the system to clear errors and complete procedure. Customer stated that unit is functional, no pt injuries were recorded.

Manufacturer narrative:
The service rep advised customer to replace the x-ray tube. Rep must perform generator calibration. In order to execute the calibration, the system batteries must be in top condition. With the age of the system, that might be an issue during calibration and system batteries must be replaced. Currently customer is seeking approval; service will be provided upon receiving approval.